Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-09111. It was reported the patient (B)(6) experiences nausea, dizziness and discomfort when his ipg restarts stimulation. The patient was implanted with an ons system (off-label use) for face vascular algia and is receiving effective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention is being considered to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.